Manufacturer narrative:
An investigation has been initiated into the cause of the event and the log files from the machine have been requested.

Event description:
During a combined the surgeon noticed the suction did not start properly during quadrant removal. Later during the same combined surgery, he noticed that the irrigation/infusion pressure was too low, resulting in a soft eye. The surgeon increased the irrigation pressure to 55-65 mm hg to try to keep eye from going soft again during the procedure. However, the indentation problem did not diminish during the surgery. Patient harm did not occur.

Event description:
During a combined the surgeon noticed the suction did not start properly during quadrant removal. Later during the same combined surgery, he noticed that the irrigation/infusion pressure was too low, resulting in a soft eye. The surgeon increased the irrigation pressure to 55-65 mm hg to try to keep eye from going soft again during the procedure. However, the indentation problem did not diminish during the surgery. Patient harm did not occur.

Manufacturer narrative:
With regards to this event a pump module and logfiles were returned for investigation. Investigation of the returned module did not reveal any anomalies. The module was performing in accordance to the release specification. In addition, a logfile review and review of the DHR did not reveal any anomalies. Historical review of the complaint database indicated that one similar complaint was logged on the eva surgical system subject to this complaint. This complaint was reported under our reference: (B)(4). Based on the available information, the (root) cause of the complaint could not be determined as no device problem could be detected. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
During a combined the surgeon noticed the suction did not start properly during quadrant removal. Later during the same combined surgery, he noticed that the irrigation/infusion pressure was too low, resulting in a soft eye. The surgeon increased the irrigation pressure to 55-65 mm hg to try to keep eye from going soft again during the procedure. However, the indentation problem did not diminish during the surgery. Patient harm did not occur.

Manufacturer narrative:
An investigation has been initiated into the caue of the event and the log files from the machine have been requested. No corrective or preventive actions can be implemented until the investigation has been completed. The device has been sent to the supplier for investigation. A final report will be issued once the investigation is completed.